Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced two low blood glucose events. Customer reported their blood glucose declined to 28 mg/dl and 38 mg/dl in the two events. The customer was able to resolve their low with soda. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.